Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hazy and had rainbow effect on the screen which was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that hard to read sometimes even with light on. Batteries going faster not sure if it was hearing getting worse complaint alarms seem less louder but not sure if it was hearing though. The insulin pump will not be returned for analysis.